Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the seal was stitched in by the surgeon during his first case using the heartstring. The surgeon cut the ends of the heartstring and removed all the pieces. The field became bloody and the surgeon had to do a couple of repair stitches. No additional pt complications were reported.